Event description:
A report was received that the pt was having difficulty charging her ipg. The pt complained that the ipg was resting against her spine and it felt tilted. The pt would like the ipg moved to a different location due to discomfort at the pocket site. The bsn field clinical engineer reported that the pt was reprogrammed, however, the stimulation was not covering her low back target area. The pt also complained of convulsions in the entire right side of her body. The physician does not believe the device caused the hemispheric convulsions. The physician has referred the pt to a surgeon for a potential pocket/lead revision.